Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance there was a floating clot in the serum. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received six photos for investigation. The evaluation of these photos conveyed evidence of poor plasma. A total of 100 retained samples were visually inspected, and no additive defects related to poor plasma were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: sample quality. Complaints for sample quality are under statistical control for the month of aug 2025. If complaints for sample quality reach an action level, additional testing may be required. Bd quality will continue to monitor sample quality complaints. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance there was a floating clot in the serum. No adverse impact was reported regarding the patient or user.